Event description:
It was reported that during a mammary procedure the handpiece is very hot and made a hole in the instrument bag that is attached to the pt. Case completion unknown. No patient consequence.